Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported complaint was not confirmed. Additionally, it was also found that no image is displayed and front panel doesn't light up due to defective printed circuit board, also dust accumulation was noticed throughout the internal elements. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that a b30 scope communication error appears when the power switch is turned on the evis exera iii video system center. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no image was displayed occurred due to printed circuit board failure. Additionally, since code error b30 not reproduced the cause could not be identified. Olympus will continue to monitor field performance for this device.